Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump resulting in an empty cartridge alarm. Reportedly, the cartridge had been filled with 300 units of insulin. A cartridge change was performed to address both issues. Blood glucose (bg) level experienced was elevated and a correction bolus was delivered via the pump.